Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, users experienced a keyboard input issue where pressing keys resulted in random letters or numbers. Following a reboot, all stations became stuck on the carefusion screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple anesthesia station stuck at carefusion after reboot. A technical support specialist (tss) reinstalled remote smart service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.